Event description:
"The spike did not connect with the port of the solution bag by clean flash auto." The set was in use for 120 days. There was no patient injury or medical intervention associated with this incident.